Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). The customer has no strips left to return.

Event description:
The customer complained of an erroneous high result for 1 patient tested on a coaguchek xs pro meter compared to the stago neoplastin laboratory method. The result from the meter was >8 inr. The result from the laboratory within 4 hours was 5.5 inr. The patient's therapeutic range was not known by the customer. The customer uses the meter to screen patients' inr prior to ambulatory surgery. There was no allegation that an adverse event occurred due to the device. The test strips were requested for investigation, however, the strip vial is empty so no strips will be returned. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.